Event description:
The customer reported the ac led indicator light is not working. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer isolated this issue and ordered an ac power module to resolve the reported symptom.